Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) , morphine drug and saline via an implantable pump for non-malignant pain indication for use. The patient reported that the surgeon that was going to remove the pump, "I guess he is not allowed to take them out anymore, so I need to find out how I can get that removed. The pump has been alarming not stop for over a year. The agent reviewed the physician listings regarding finding a surgeon to remove the pump. The patient clarified he has chosen to abandon the pump therapy because the patient has started using another therapy system and the pump end of service (eos) was coming up as well. The patient had a horrible issue with the pump. The patient stated that a physician in florida had been filling the pump with morphine and then the last refill prior to scs implant. The physician filled the pump and told the patient he would need to have medication in the pump even though he will be having the scs system implanted and should use both at the same time. At this point, the pump had been titrated as low as it could go. The patient stated that when he got him, the pump had started alarming saying he needed to have a refill. The pump has been alarming for 2-3 weeks, and the patient woke up on labor day- or memorial day. About 2-3 years ago, the patient stated that they were out their mind and crazy when they were taken to the hospital. They tested him for meningitis because of how ¿loopy¿ out of it he was. They figured out the patient was going through withdrawals. The patient was admitted into a hospital, and they were trying to treat the patient for morphine withdrawals, but it was not working. The agent told the patient per the records, dilaudid was last put in the pump at the last refill. The physician explained to the patient that he was going through dilaudid withdrawal because the pump was not delivering any medication and had not been for about weeks. The hospital changed the medication and after about 5 days, the patient had recovered. The patient said that it scared him, and he wanted to have the pump removed.